Manufacturer narrative:
As reported, the patient developed an infection at the incision site post implant of pre-shaped mesh. Based on the information provided, no conclusion can be made as to the degree to which the device may have caused or contributed to the patient¿s postoperative course. Postoperative infection is known inherent risk of surgery/use of the device. The warnings section in instructions-for-use, supplied with the device states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of(B)(6) units released for distribution in december 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent tension-free repair procedure of unilateral inguinal hernia with implant of pre-shaped mesh on (B)(6) 2024. It was reported that patient developed infection at the incision two days later and was immediately given incisional drainage and anti-infective treatment was provided with medications. It was reported that patient was discharged on (B)(6) 2024 with improvement in health status.